Event description:
New information noted that the lead was programmed off on (B)(6) 2014. No lead revision could be performed due to the patients unrelated health complications.

Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead has not been repositioned due to the patients secondary health issues.